Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient developed an infection at the xyphoid incision site. The incision site was drained and the patient was given oral antibiotics. Additional information was provided by the clinical study site stating the patient also developed a pocket infection. The system was explanted on (B)(6) 2015. No additional adverse patient effects were reported.